Event description:
Patient reported that device may not be properly delivering insulin and/or causing the insulin to leak, and he has noticed that insulin has collected in the device's insulin cartridge compartment. Patient's blood glucose has been 400-500 mg/dl for the last few days despite adjusting his basal rate and bolus deliveries.